Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple occlusion alarms but location of blockage was not identified. Customer's blood glucose was 284-300 mg/dl. Replacement supplies were sent to the customer to address the issue.